Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 410 mg/dl at the time of the incident. Customer stated insulin pump suspended for a couple of hours. Customer stated no need troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.